Event description:
A report received from the USA stated an 840 ventilator experienced a loss of communication to be the breath delivery (bd) and a safe state system test (kp0120) error code which places the proportional solenoid and exhalation valves into a safe state where they cannot be commanded. The device was not being used on a patient at the time the event occurred.

Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device over the phone. The tse suggested to the customer to try replacing the breath delivery (bd) central processing unit (cpu). Upon follow-up with the customer, the ventilator was found to have passed the extended self-test (est) and was returned to service. In the event that additional information is obtained, a supplemental report will be submitted. (B)(4).